Event description:
Customer reported via phone call that they went to emergency room due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose level was 600 mg/dl at the time of hospitalization. Customer's current blood glucose level was 79 mg/dl. Customer was treated with manual injection or insulin pen. Infusion set cannula was bent leading to hyperglycemia. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.